Event description:
Itc was notified by a healthcare professional of inconsistent patient results with a hemochron signature elite and act system. On (B)(6) 2015, a (B)(6) male patient was receiving intravenous heparin while undergoing an unspecified procedure in the cath lab. Target act was >300 seconds. Increasing doses of heparin were given and act results were inconsistent with the clinical situation. The same sample was assayed with a 2nd hemochron signature elite instrument and the result was as expected. The procedure concluded without any bleeding or medical complications. No other adverse events were reported. The hemochron signature elite and act system passed electronic and liquid quality control testing before patient testing at the site. Storage and handling of cuvettes consistent with product labeling.

Manufacturer narrative:
(B)(4). The associated act low range cuvette lot tested with elite instrument is (B)(4) and is referenced by (B)(4). The serial number of the 2nd elite instrument in this case was not specified. Method codes: there were no ncrs, anomalies or history of repair to the instrument. No current trends, or CAPA related to the cuvette lot used for testing.